Event description:
To set up the final field to be delivered, the operator raised the table by using the controls on side a of the table. The continued upward movement of the table resulted in a collision between table and gantry head cover causing bruising to the table operator's arm. It should be noted the anti-collision touch card was not attached to the machine.